Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, broken lens was found in the optical system. The rigid outer tube is bent with dents and light guide fiber breakage at the distal end/tip. No moisture was observed in the optical system. Minor indentations on the eyepiece funnel. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed that the customer oes elite high-definition autoclavable telescope has ¿cracked lens¿. The customer reported issue was found at reprocessing. No death injury or infection and no person or other has been affected was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was cracked due to excessive force applied by the user. However, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.